Manufacturer narrative:
Based on available info, this is deemed a reportable malfunction. It is expected that should a fecal management system device's balloon fail to inflate or stay inflated then the device cannot be kept in place in the rectal ampulla as it would passively slip out of the patient. It was reported that it is policy at this hospital to deflate balloon to check volume and re-inflate. Every shift nurse was able to deflate but could only insert 33ml of fluid. No add'l event/patient details have been provided to date. A return sample for evaluation has been rec'd to date. Replacement product was sent to the user facility. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Intensive care unit nurse manager reported to convatec representative fecal management nt system with balloon that would not inflate. The night shift nurse had deflated balloon to check, it is policy at this hospital to deflate balloon to check volume and re-inflate. Every shift nurse was able to deflate but could only insert 33ml of fluid. She deflated again and could get 15ml of fluid in and fecal management system spontaneously fell out of patient. The day nurse attempted to put same fecal management system back in and could not get fecal management system to inflate, so she got a new kit to try and that kit also had balloon that would not inflate.